Manufacturer narrative:
The customer¿s experience of an infusion of nacl infusing slower than expected was confirmed. ¿ the pump module event log shows pump module was programmed to infuse an unidentified medication at a rate of 500ml/hr with a vtbi of 500ml (which would infuse in 1 hour) at 4:59pm on (B)(6) 2019. ¿ at 5:04 pm, the device alarmed for partial patient side occlusion which stopped the infusion. The infusion remained stopped for approximately 18 minutes until the user restarted the infusion at 5:22pm. ¿ the log then shows the user changing the rate to 999ml/hr with a vtbi of 66.815ml at 6:13pm and then to 999ml/hr with a vtbi of 55.262ml/hr at 6:14pm. The infusion completed at 6:18 pm and device was channeled off at 6:19pm. ¿ the pump module and the disposable set were not returned for investigation. ¿ the device was being used for treatment. The root cause of the customer¿s experience of an infusion of nacl infusing slower than expected was found to be the result of a delay due to an occlusion alarm that was not attended to for 18 minutes log review only

Event description:
It was reported that the device was programmed to deliver a primary infusion bolus of 0.9% nacl for a duration of 60 minutes, however, approximately 70 minutes later the nacl IV bag was noted to have significant fluid volume to be infused remaining in the IV bag. The customer further stated that in review of the infusion knowledge portal data, the data confirms that the device was programmed correctly and the nacl should have infused within the duration of 60 minutes. The customer also evaluated the ikp data, to find that the infusion was not completed until 1819, meaning it infused slower than expected, for almost 80 minutes instead of the programmed 60 minutes. There were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient. Other text : no devices received, log review only.

Event description:
It was reported that the device was programmed to deliver a primary infusion bolus of 0.9% nacl for a duration of 60 minutes, however, approximately 70 minutes later the nacl IV bag was noted to have significant fluid volume to be infused remaining in the IV bag. The customer further stated that in review of the infusion knowledge portal data, the data confirms that the device was programmed correctly and the nacl should have infused within the duration of 60 minutes. The customer also evaluated the ikp data, to find that the infusion was not completed until 1819, meaning it infused slower than expected, for almost 80 minutes instead of the programmed 60 minutes. There were no adverse effects caused to the adult patient from the event.